Manufacturer narrative:
This report is submitted on march 09, 2017.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit as a result of incorrect placement of the electrode. Subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device as of the date of this report.